Event description:
Profound and permanent neurological injuries [nervous system disorder]. Severe and permanent physical injuries, and other injuries [injury]. Excess zinc [hyperzincaemia]. Copper depletion [copper deficiency]. Zinc poisoning [metal poisoning]. Case description: an attorney reported that his female, client, current (B)(6), used fixodent denture adhesive, version unk cream, unspecified total daily use as intended to secure her dentures received approx 30 years ago and reported the following: profound and permanent neurological injuries, severe and permanent physical injuries, and other injuries that have left her unable to perform her normal, customary, and daily activities attributed to excess zinc resulting copper depletion and zinc poisoning. Health care professional was visited. Treatment: unspecified ongoing medical care and treatment. The case outcome was not recovered/not resolved. She discontinued use of the product. Past medical history included -medical history- denture wearer. No further info was provided.

Manufacturer narrative:
Lot number or product was not provided by the reporter and case concerns long-term product use.